Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient who has more hyphemia than usual after having a micro-glaucoma stent implant. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of caused more hyphemia than usual; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There are no reports of surgical complications during device implantation and no reports of device failure. Possible root cause is that the occurrence of hyphema as the result of device implantation is a known short -term complication associated with use of the device, and the risk of this complication is clearly stated in product labeling. (B)(4).